Event description:
During the latter part of 1993 rptr had been having chest pains radiating to his left arm and not correlated to effort, rest, eating or sleeping. Rptr was examined by a cardiologist, internist, radiologist and neurologist. All diagnoses were cardiologically negative. A tentative diagnosis of osteoarthritis of the neck with radicular pressure was made. Rptr had a complete cardiac checkup: cardiogram, echocardiogram, thallium stress test, and check up of the pacemaker. On 12/7/93, rptr was told that the pacemaker was functioning properly by co's technician and cardiologist. On 12/9/93 rptr was told that the pacemaker was recalled. Since then, rptr has learned that the pacemaker was "alerted" not recalled. On 1/1/94 rptr developed a swollen breast and with a diagnosis of infected pacemaker, the unit was removed. Incidentally, all of his prior symptoms of chest pain (referring to the pain of 1993) were relieved. Since then rptr has had another co's pacemaker inserted on the opposite chest wall; he had been treated for bacterial endocarditis and had the old leads removed. Rptr questions whether or not the pacemaker had a safety alert issued on it or whether it was recalled and if so, should it have been removed. He also wonders if there is a pacemaker syndrome and if so, should it be in the literature. Lastly, rptr also wonders about the incidence of infection in recalled pacemakers; is there a predilection to infection from the pacemaker.